Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis of the lead found that the insulation was damaged at 13.3 cm - 13.9 cm from the connector pin. The location and mode of the damage is consistent with that produced by clavicular crush. The insulation was also damaged and the proximal coil melted at 10.2 cm from the connector pin, possibly caused by using electrocautery.

Event description:
It was reported that there was an insulation break on the right atrial lead. The lead was removed and replaced.